Event description:
It was reported that during initial implant procedure, patient's new implanted right ventricular (rv) lead exhibited high, out of range pacing impedance and high capture thresholds. It was also noted that the lead helix was not able to extend. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2023. The patient was stable.